Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument started arcing during cauterization. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: arcing appeared to originate and ground between the jaws and occurred during activation of bipolar energy. No injury to the patient or thermal damage to the instrument was noted after the arcing event. The instrument tips did not collide with any other instrument or tool during the procedure. The instrument is available for return to intuitive surgical for evaluation. No photos or videos of the event are available, as the video recording device malfunctioned during surgery. Patient demographics were not provided.